Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received two leads from the same lot number. It was reported the patient experienced ineffective stimulation. One of the leads had two contacts with invalid impedances; however the lead was not being used. The physician disconnected one of the leads and implanted a new lead, nothing was explanted. The patient reported the postoperative programing provided effective stimulation to the patient's established pain pattern.